Event description:
It was reported that during a remote follow up, post paced t-wave oversensing was noted on the device. Reprogramming of the device was recommended, however, no intervention has been performed at this time. The patient is instable condition.